Manufacturer narrative:
An event regarding a fractured trial head involving a partnership trial head was reported. The event was confirmed. Method & results: -device evaluation and results: visual inspection confirmed the reported event. -medical records received and evaluation: not performed as medical records were not provided for evaluation. -device history review: review of device history records indicates the lot was manufactured and accepted into final stock free of discrepancies. -complaint history review: there have been no other events for the lot referenced. Conclusions: the investigation concluded that the reported fracture was caused by an instrument during the trialing process. No manufacturing defects were observed.

Event description:
It was reported that when the test reduction was done, the head trial and trial insert was not able to be dislocated because the trail head was loose for neck trial. Therefore the doctor broke the head trial with gouge.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that when the test reduction was done, the head trial and trial insert was not able to be dislocated because the trail head was loose for neck trial. Therefore the doctor broke the head trial with gouge.